Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose values have been high and low. Her blood glucose value was 40 mg/dl earlier in the day; she believes it was because she had an active day helping her husband. Customer stated that she has also sent two infusion sets back for bent cannulas. She also has trouble changing infusion sets and reservoirs because her breasts block her vision. Customer also reports receiving multiple threshold suspends yesterday due to another active day, and she is unsure if she needs her doctor to adjust her pump settings. The customer was advised to reach out to her health care professional to discuss her treatment and settings. Customer declined to be transferred to the helpline for further troubleshooting. No products were returned or shipped.